Manufacturer narrative:
Thermogard ivtm system was evaluated at the customer site by a zoll service technician. The reported complaint of the thermogard xp ivtm system (serial #(B)(4)) displayed system error "m ID:09" (air trap assembly) during power-on-self-test (post) was not confirmed during functional testing but confirmed in the event log. No device malfunction was observed during the functional testing and the thermogard xp ivtm system performed as intended. The probable cause for the reported complaint could be due to the condensation liquid from the air trap outer surface or an unknown object blocking the sensor detector path. No physical damage was observed on the thermogard xp ivtm system during visual inspection. However, loose cable connection at blower board was observed, unrelated to the reported complaint. Reconnected the loose cable in placed to address this issue. During archive review, multiple error code 4.9.2 (m ID:09) were recorded. Thus, confirming the reported complaint. After service completion, the system passed all the functional tests without any fault or error.

Event description:
During shift check, customer reported that the thermogard xp ivtm system (serial# (B)(4)) displayed system error "m ID:09" (air trap assembly) during power-on-self-test (post). Customer were unable to clear the error message. No patient involvement.